Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Concomitant medical products - unknown cup, unknown head, unknown liner and unknown stem. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04931, 0001822565-2017-04932, 0001822565-2017-04933 & 0001822565-2017-04935.

Event description:
It was reported that the patient has been indicated for revision twenty years post-implantation due to unknown reasons. No additional information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was revised twenty years post-implantation due to dislocation. No additional information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Radiographic evaluation could not confirm reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.